Event description:
Multiple (252) tubing failures with 3 models of tubing between [date redacted] and [date redacted] - approximately 6 weeks. Set -0032-1: cracked/broken tubing or component: 59, disconnected tubing: 16, leaking tubing/cartridge: 99, priming issue: 15, tubing alarm/occlusion: 11, cassette missing metal strips: 2, cassette loading error: 9, air in line: 3, manf. [Manufacturer] error: 1, backflow: 3, debris in tubing: 1, grand total: 219. Set-0014-1: cracked/broken tubing or component: 1, disconnected tubing: 1, leaking tubing/cartridge: 6, priming issue: 4, tubing alarm/occlusion: 7, debris in tubing: 1, grand total: 20. Set-0021-1: cracked/broken tubing or component: 2, disconnected tubing: 1, leaking tubing/cartridge: 5, priming issue: 1, tubing alarm/occlusion: 2, cassette loading error: 1, manf. Error: 1, grand total: 13. Manufacturer response for set, administration, intravascular, ivenix infusion system (per site reporter). On site. Did change one part of component when manufacturing. Manufacturer response for set, administration, intravascular, ivenix, inc. (Per site reporter). Did change one part of manufacturing. On site this week.